Event description:
The customer initially reported "pt exposure to a chemical inside of the wrap" after being processed in the unit. Upon follow-up it was discovered that the supervisor experienced hydrogen peroxide contact. The contact occurred when the supervisor handled a sterile pouch with a pin sized hole in it. The supervisor did not notice any residue or moisture on the pouch. The supervisor experienced the contact on her right thumb and the "padded" area below the thumb. She complained of a burning and tingling sensation. The supervisor did not see a doctor or require treatment for the contact. She reported that she "scrubbed" the contact site and that once she did the contact site cleared. Upon follow-up with the sterile processing dept, it was found that the vaporizer plate was not installed in the unit.